Manufacturer narrative:
One device was received for evaluation. Visual inspection noted there was a missing downstream occlusion (dso) bezel seal. Functional testing was able to duplicate the reported problem. The dso bezel seal and air detector were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's air in line sensor was lifting. The event was discovered during testing, there was no patient involvement.